Event description:
On (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the inferior vena cava (ivc) filter showed a lateral tilt with apex extending beyond the wall of the ivc, located about 1.5cm below the right renal vein. The filter prongs had expanded beyond the wall of the ivc, and these findings had raised concern for perforation. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Correction: b5: from: on (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the interior vena cava (ivc) filter showed a lateral tilt with apex extending beyond the wall of the ivc, located about 1.5cm below the right renal vein. The filter prongs had expanded beyond the wall of the ivc, and these findings had raised concern for perforation. No further patient complications were reported in relation to this event. To: on (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the inferior vena cava (ivc) filter showed a lateral tilt with apex extending beyond the wall of the ivc, located about 1.5cm below the right renal vein. The filter prongs had expanded beyond the wall of the ivc, and these findings had raised concern for perforation. No further patient complications were reported in relation to this event. Correction: e1: initial reporter facility name: from: (B)(6) to: no information initial reporter address 1: from: no information to: (B)(6). Initial reporter address 2: from: no information to: (B)(6).

Event description:
On (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the inferior vena cava (ivc) filter showed a lateral tilt with apex extending beyond the wall of the ivc, located about 1.5cm below the right renal vein. The filter prongs had expanded beyond the wall of the ivc, and these findings had raised concern for perforation. No further patient complications were reported in relation to this event.

Event description:
On (B)(6) 2012 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed that the interior vena cava (ivc) filter showed a lateral tilt with apex extending beyond the wall of the ivc, located about 1.5cm below the right renal vein. The filter prongs had expanded beyond the wall of the ivc, and these findings had raised concern for perforation. No further patient complications were reported in relation to this event.